Manufacturer narrative:
(B)(4). D10: 00504901100 disposable mixing bowl and spatula lot number 65899319 (quantity 19). G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02027. Visual evaluation of the returned product found peeling in the seal where the remaining seal does not meet specifications for sterility and sterility has been breached. The complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provide. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during incoming inspection, a team member found a crease in the sterile seal. There is no additional information available at the time of this report.